Event description:
The surgeon attempted to implant an aq2010v silicone three piece lens but it tore prior to being inserted. There was no pt contract or injury. The facility stated that it was unknown that caused the lens to stated that it was unknown what caused the lens to tear. The model and lot numbers of the injector and cartridge used were not known by the facility.